Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: artisan lead 50 cm serial number:(B)(6) batch/lot number: 7072140 model/catalog description: sc-8216-50 unique identifier (UDI):(B)(4). Model number/catalog number: artisan lead 70 cm. Serial number: (B)(6) batch/lot number: 15963097. Model/catalog description: sc-8216-70. Unique identifier (UDI): (B)(4). Model number/catalog number: scs-linear leads. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: unknown. Unique identifier (UDI): unknown.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. During the surgery the patient had a dural tear. The patient was transported to the hospital. The explanted device components will not be per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: artisan lead 50 cm. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: sc-8216-50. Unique identifier (UDI): (B)(4). Model number/catalog number: artisan lead 70 cm. Serial number: (B)(6). Batch/lot number: 15963097. Model/catalog description: sc-8216-70. Unique identifier (UDI): (B)(4). Model number/catalog number: scs-linear leads. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: unknown. Unique identifier (UDI): unknown. Sc-1432 sn: (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of dural tear was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. During the surgery the patient had a dural tear. The patient was transported to the hospital. The explanted device components will not be per facility policy.